Manufacturer narrative:
On 27 july 2017 the medical affairs director made the following analysis: early infection in cementless tha, 1 month after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices batch review performed on 31 july 2017: (B)(4).

Event description:
For an infection the surgeon revised successfully the cup, the liner and the head 1 month after primary. No implants available. The pathogen is not available.